Event description:
Extensive CT scans were done at hosp in 2008 because pt was still having back, leg & hip pain from a non-synpocal fall about 15 days prior. CT scans were also done at the hosp at the time of the fall. Pt died suddenly of a cardiac event approximately 21 days later. Pacemaker was implanted in 2005. Pacemaker was removed after death prior to cremation. They said the device would be returned to medtronic.